Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: the potential cause of the reported blood leak was confirmed during the evaluation of the heartmate 3 lvas. The pump was returned assembled with the cuff lock in the fully locked position despite there being no apical cuff present. Both of the cuff lock locking arms were visibly bent out toward the locked position, rather than in toward the lock-out position. The cuff lock slid freely when manipulated but the bent arms caused the lock to travel into the fully locked position with minimal resistance measurements taken of the cuff lock confirmed that both of the locking arms were bent out of specification. Review of manufacturing documentation, which includes installation, functional testing, and visual inspection of the cuff lock for bent arms found no deviations in manufacturing or quality assurance specifications. The inflow cannula o-ring, which seals the connection between the lvad and the apical cuff, was also measured and found to be within specification. The cuff lock assembly was reassembled and a test apical cuff and mini cuff were connected. The cuff lock appeared to engage without issue. Rotating the cuffs within the lock found doing so required less force when compared to a test pump with an undamaged cuff lock. Rotating the cuffs became noticeably easier when the connection was lubricated with saline but the anti-rotation features continued to provide tactile feedback and resistance. The evaluation did not confirm an issue with the inflow cannula o-ring and it was also reported that there was no blood leak observed when the apical cuff holder, which uses the same o-ring as the lvad, was inserted into mini cuff. The observed damage to the cuff lock appeared to have prevented the o-ring and mini cuff from sealing properly when the pump was engaged, which would have contributed to the reported blood leak and ease of pump rotation within the mini cuff. The evaluation was unable to determine when or how the cuff lock arms became bent out of specification. Heartmate 3 mini apical cuff kit IFU, rev. D, lists bleeding as an adverse event that may be associated with the use of the mini apical cuff kit. Section ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. Notify thoratec personnel if there is a change in how the device works, sounds, or feels. Heartmate 3 lvas IFU rev. A lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. If the slide lock mechanism on the hm3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. The suture knots should not interfere with the connection. If a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the surgeon reported they could not get the pump to "seat correctly" inside of the mini apical cuff. The cuff-lock appeared to engage appropriately, but excessive bleeding was noted between the mini apical cuff and the pump. The surgeon removed the pump, attached the mini apical cuff holder, and filled the heart to verify there was no bleeding from the suture lines. No bleeding was noted, so the surgeon reinserted the pump into the apex and engaged the cuff-lock. Again, significant bleeding was noted between the pump and the apical cuff. The backup pump was opened and appropriately seated on the first attempt with no bleeding noted between the apical cuff and the pump. Additional information provided stated that the surgeon reported that he did not encounter any issues moving the cuff lock into a locked position and denied using strong force to lock or unlock the cuff lock. The lock was engaged and/or attempted to be engaged a minimum of six times before the backup pump was used. The comment "difficulty seating" was made in reference to the amount of bleeding the surgeon was experiencing between the pump and cuff. The cuff unlock tool was appropriately utilized every time the locking mechanism was opened. No tools were utilized to lock the cuff into place. A full sternotomy method was used for implantation. The mini cuff was implanted via sew-then-core and bio-glue was applied over the pledgeted sutures, but not on the cuff directly. This has been the standard of care for this surgeon for all heartmate 3 implants since 2016. The mini cuff holder used while troubleshooting the bleed is not available for evaluation. The surgeon also remarked that they were surprised how easy it was to reposition the pump after fully engaging the cuff-lock. It is possible to reposition the pump after engaging the cuff-lock, however the clinical consultant always advises against this practice, as it requires a degree of torque that friable myocardial tissue cannot handle. Therefore, the clinical consultant say surgeons are encouraged to disengage the cuff-lock prior to repositioning the pump. This surgeon has been no exception to this recommendation, so the ability to freely twist and reposition the pump with the cuff-lock engaged was quite alarming. The pump spun freely without any type of resistance between the pump and the silicone covering the top of the titanium ring of the cuff. Based on the description from the surgeon and perfusionist, a full rotation of the pump could have been completed when it was locked into place. No further information was provided.